Manufacturer narrative:
This complainant's event was not confirmed. Device eval and review of the device history record revealed nothing relevant to the event. The pump functioned properly during eval. The tubing involved was not returned, therefore, the cause of this event could not be determined. Review of similar incidents reported to arthrex, where pump and tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the products. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed. There have been eleven other complaints prior to this event, for ar-6400 devices, involving knee surgeries with similar conditions. Three pumps were not returned and an eval could not be performed. Eval of the eight additional pumps returned revealed no issues were found that could have contributed to the events reported. Review of incidents reported to arthrex inc., for which the alleged device and tubing sets were returned, determined that operating room procedures related to the set up of the device and associated tubing, did not conform to instructions provided with the device and associated tubing set. The instructions for use for both, the device and tubing sets, clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.